Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a kink was found on the balloon catheter shaft near the tip. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter 2af284, with lot number 65617 was returned an analyzed. The balloon catheter 2af284, with lot number 65617 was visually inspected indicating the catheter was intact with no apparent issues. Five injections were performed with balloon catheter 2af284, with lot number 65617. Dissection of the balloon catheter showed the guide wire lumen was kinked 1.4675 inches from the tip of the catheter. Additionally, the injection tub was broken 1.2090 inches from the tip of the catheter. In conclusion, the reported guide wire lumen kink was confirmed through testing. The balloon catheter 2af284, with lot number 65617 failed the return product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.